Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a 4 years old male patient of unknown origin. Medical history included diabetic since nine months of age. The concomitant medications were unknown. The patient received insulin lispro (rdna origin) injections (humalog), from a cartridge, via a reusable pen humapen ergo ii, beginning since an unknown date in 2019, subcutaneously, for the treatment of diabetes mellitus. Dosage regimen details were unknown. Since an unknown date, while on insulin lispro therapy, his acetone levels increased and he was hospitalized because of it several times. Since an unknown date in (B)(6) 2022, while on insulin lispro, he experienced blood glucose level disturbance and the blood glucose level started to increase sometime and decrease sometime else (units, values and reference range not provided). Corrective treatment involved unspecified intravenous solutions for increased acetone levels and information regarding corrective treatment of remaining events were unknown. Further information regarding hospitalization details were unknown. Outcome of blood glucose increased and blood glucose decreased were not recovered, whereas outcome of remaining event was resolved. Status of insulin lispro therapy was ongoing. The operator of humapen was unknown and his/her training status was not provided. The general humapen model duration of use and the suspect humapen model duration of use was approximately three years as it was started approximately in 2019. The humapen ergo ii would be discontinued and was not expected for return. The reporting consumer did not consider the events related with insulin lispro, whereas considered the events related with humapen ergo ii due to the dosage he received from the pen was higher than what the patient required. Update 01 nov 2022: additional information received on 01 nov 2022. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
No further follow up is planned. The reporter stated the patient used the humapen ergo ii since approximately (B)(6) 2019. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patient used the humapen ergo ii for approximately thirty seven months. The humapen ergo ii user manual states to not use the pen for more than three years after the first use.